Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results / method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's ipg became inoperable following multiple unrelated surgical procedure. Allegedly, the patient programmed their ipg into surgery mode prior to the procedures. Surgical intervention is undecided at this time.

Manufacturer narrative:
The patient's programming device could not connect to their ipg was reported to abbott. No further even details could be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up revealed surgical intervention remains undecided.